Event description:
A user facility reported to olympus that there were breaks on the cable. Upon inspection and testing of the customer returned device, it was observed that the image disappears temporarily and the ribbon cable on the charge coupled device (ccd) unit has a loose contact . This report is being submitted for the image issues found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint, the cable was severely twisted, kinked and leaking. Additionally, service found the image disappears temporarily due to the ribbon cable on the charge coupled device (ccd) unit had a loose contact. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the error code e315 (which is an error that occurs when a processor or a camera head malfunctions) occurred because communication failure occurred due to faulty cable. No definitive cause could be determined. The event can be detected/prevented by following the instructions for use which states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device. Correction to g3 of the initial medwatch. The aware date should be (B)(6)2022.